Event description:
Port-a-cath working improperly on 9/16/97 during out pt chemo treatment. Suspected infiltration. Pt sent for x-ray. Catheter found to be sheared off. Broken piece removed on 9/17/97 during a percutaneous retrieval of catheter fragment via left axillary vein puncture. Rest of port surgically removed on 9/25/97.